Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, and a lead safety switch. Then ra noise and oversensing were noted after this due to unipolar sensing. The noise resulted in undersensing of the patients chronic atrial fibrillation (af). The device and leads were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).